Manufacturer narrative:
Follow-up 3/30/2016: customer reported making contact with their health care provider and blood glucose levels have stabilized. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 268 (mg/dl). Reportedly, pump basal settings and correction factor were recently adjusted by customer's health care provider. System check with tandem technical support indicated pump was performing as expected. A correction bolus was administered to treat elevated bg levels.